Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead and device were replaced and no adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported that this right atrial (ra) lead exhibited low out of range pace lead impedance measurements less than 200 ohms along with noise which was confirmed through a pacing system analyzer (psa). An invasive procedure was performed in which this ra lead was surgically abandoned and replaced and the device replaced as well due to normal battery depletion. No adverse pt effects weer reported. The lead was actively implanted for approximately 9 years.